Manufacturer narrative:
The cause of the patient's reported postoperative pain cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder and lot history records. Product lot passed all required inspections at both end product and subassembly levels. No manufacturing issues associated to the reported event were found in the reviewed lot. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in january, 2003. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
The following was reported by the (B)(6): as reported on (B)(6) 2004 the patient was implanted with a bard composix mesh. As reported the patient has had "pain and suffering for 13 years and to this day I have a lot of pain. As reported she has "seen doctors about this problem but they say it's risky to operate." As reported the patient is currently seeking a doctor to removed or fix the mesh. The contact states that the patient has "suffered greatly and feels like the mesh has broken/moved inside her."